Manufacturer narrative:
Additional information was received on march 29, 2024. The event date was clarified to be october 1, 2017. The patient race and ethnicity have been obtained and populated in section a. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune diagnosis/capsular contracture mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent primary breast augmentation with mentor smooth round moderate profile 325cc saline prostheses experienced bilateral baker grade iii/IV capsular contracture and an autoimmune diagnosis post procedure. A fibromyalgia diagnosis, pain, calcification, attention-deficit hyperactivity disorder, endometriosis, migraines, rashes under her breasts, bumps, depression, loss of memory, intertissue illness, insomnia, joint swellness, and a hard time breathing were noted. As a result, explant was performed on (B)(6) 2024. See 1645337-2024-03349 for contralateral prosthesis report.

Manufacturer narrative:
Additional information was received on april 15, 2024. In addition to the issues reported previously, the patient also experienced a unilateral deflation. Additional information was received on april 29, 2024. The deflation was right sided. Reason for device explant and/or reoperation: capsular contracture/autoimmune diagnosis/deflation. Manufacturer¿s reference number: (B)(4).